Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to infection and contamination on electrode end. The lv lead is no longer in service. No additional adverse patient effects were reported.